Manufacturer narrative:
It was reported that the controller will be returned to the manufacturer; however, it has not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Event description:
The patient called the ventricular assist device (vad) team to report abnormal controller and/or battery behavior. On three (3) separate occasions, with fully charged batteries, the patient reports that the controller display indicated "low battery" and the controller switched power from battery one (1) to battery two (2). This happened multiple times and occurred with all six (6) of his batteries. The vad coordinator advised patient to switch to back-up controller which seemed to resolve the issue.